Event description:
The customer reported an insufficient pre-load error, attributed to low batteries. This error will prevent the system from booting, a resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluate and replaced. The system was tested and found to be working as intended and returned to service.